Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked in multiple locations. The embolization coil was detached from the pusher assembly and the stretch resistant wire (sr wire) was fractured. Conclusions: evaluation of the returned device revealed the embolization coil was detached and the sr wire was fractured. Fracture of the sr wire typically occurs due to forceful retraction of the ruby coil against resistance and will allow the embolization coil to detach from the pusher assembly. The resistance experienced by the physician may have occurred due to the ruby coil introducer sheath not being properly seated in the hub of the microcatheter. Further evaluation revealed the pusher assembly was kinked in multiple locations. This damage was likely incidental and may have occurred during packaging for return to penumbra. The ruby coil introducer sheath and embolization coil, as well as the non-penumbra microcatheter mentioned in the complaint, were not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a gastrointestinal bleed (gi) using ruby coils. During the procedure, while advancing a ruby coil through another manufacturer¿s microcatheter, the physician experienced resistance and decided to retract the ruby coil. However, while retracting the ruby coil, the physician experienced resistance and the ruby coil unintentionally detached at the hub of the microcatheter. The physician was able to grab and pull the detached ruby coil out of the microcatheter. The procedure was completed using another manufacturer¿s coils and the same microcatheter. It should be noted that the physician did not use a rotating hemostasis valve (rhv) and did not use continuous flush. There was no report of an adverse effect to the patient.